Manufacturer narrative:
**Correction updated executive summary to leaking and overheating updated device code to reflect both oh and lk.

Event description:
The user facility reported that the device was overheating and leaking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.